Manufacturer narrative:
Additional information: b5, g3, h2, h6.

Event description:
Following the procedure, a first degree atrioventricular block was noted on the post-procedure echocardiogram. After such, no subsequent electrocardiograms showed the atrioventricular block rhythm. No intervention was deemed necessary. Attempts to gather further information from the field were conducted to no avail. On (B)(6) 2022, the patient presented to the hospital with left-sided chest pain. The patient had previously expressed chest discomfort on (B)(6) 2021. No action was required.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported atrioventricular block could not be conclusively determined.

Event description:
Following the procedure, a first degree atrioventricular block was noted on the post-procedure echocardiogram. After such, no subsequent electrocardiograms showed the atrioventricular block rhythm. No intervention was deemed necessary. Attempts to gather further information from the field were conducted to no avail.